Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device turns off without providing an alert or error message. This occurs when pt refills the cartridges or "ejects" air bubbles. Pt is concerned this could happen during the night. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Additional details were not provided.